Event description:
The patient reported recent feelings of fullness in the implanted ear and auditory fatigue. The patient has a history of cochlear hydrops. The results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with unusual responses on several electrodes. The electrodes with unusual responses were deactivated in the patient's sound processor program and the sound quality reportedly improved. On two months later, the audiologist reported that the patient continued to complain of fluctuation performance with his cochlear implant system. The device was explanted on two and a half months later. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.